Manufacturer narrative:
Evaluation: an initial pictorial evaluation provided by the distributor indicates burnt cables and burnt markings on the battery from an unknown source that may or may not be from the product. An RMA has been issued to get the product returned for further investigation. Risk: cannot be determined until the product is returned for investigation. Summary: do to an unknown root cause an historical review of issues cannot be done. Traveler was reviewed. Date of build was (B)(6) 2009 and shipped on (B)(6) 2009. There was no rework or deviations associated with the traveler. CAPA review cannot be performed until root cause is determined. Conclusion: MDR reported for keyword "smoke" and hospitalization for smoke inhalation.

Event description:
The consumer was driving in a car and allegedly heard a sparking noise and smelled a burning smell. The consumer asked his wife to pull the car over. When she pulled over and opened the consumer's door, she allegedly saw flames coming from the back of the chair. She threw a glass of pop on the flames and called 911. The fire department responded and pulled the consumer from the chair. The firemen pulled the batteries out of the chair. The consumer was air lifted by helicopter to the hospital where he was treated for inhaling smoke from burning residue.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00326 with (B)(4) as the manufacturer. The correct manufacturer is invacare (B)(4).

Event description:
The consumer was driving in a car and allegedly heard a sparking noise and smelled a burning smell. The consumer asked his wife to pull the car over. When she pulled over and opened the consumers door, she allegedly saw flames coming from the back of the chair. She threw a glass of pop on the flames and called 911. The fire department responded and pulled the consumer from the chair. The firemen pulled the batteries out of the chair. The consumer was air lifted by helicopter to the hospital where he was treated for inhaling smoke from burning residue.